Manufacturer narrative:
Device is a combination product. (B)(4). Synergy ous mr 3.50 x 38mm stent delivery system was returned for analysis. A visual and microscopic examination of the crimped stent identified stent damage. The proximal end of the stent was damaged; stent struts had been bunched in a distal direction along the balloon. The undamaged crimped stent outer diameter was measured and the result was within maximum crimped stent profile measurement. The balloon cones were reviewed and no issues were noted. The balloon wings were tightly wrapped and evenly folded and were not subjected to positive pressure. A visual and tactile examination of the hypotube found a hypotube kink 150mm distal to the strain relief. A visual and tactile examination of shaft polymer extrusion revealed no issues. A visual and microscopic examination found no damage to the tip. No other issues were identified during the product analysis. The manufacturing batch record review confirmed that the device met all material, assembly and performance specifications. The investigation conclusion is operational context as the product meets the design & manufacture specification but due to anatomical/procedural factors encountered during the procedure, performance was limited. (B)(4).

Event description:
Reportable based on device analysis completed on 30-jan-2018. It was reported that crossing difficulties were encountered. The 87% stenosed target lesion was located in the mid left anterior descending artery. A 3.50 x 38 synergy¿ drug-eluting stent was advanced but failed to cross the lesion due to the calcification. The procedure was completed with another of the same device. No patient complications were reported and the patient's status was stable. However, returned device analysis revealed proximal stent damage.